Event description:
The patient presented with right sides tias with demonstrated multi-vessel stenosis and dissection involving the right vertebral artery (rva), left vertebral artery (lva) and right and left internal carotid arteries (rica & lica). The etiology was hypothesized to be possibly secondary to dissections. Fibromuscular dysplasia. A 4.5 x 37 enterprise was placed in the rva stenosis and was deployed without difficulty or complication. Post stent angiography of the rva showed improvement in the area of stenosis and dissection. An enterprise 4.5 x 37 stent was advanced and deployed in the rica. Angiography demonstrated significant occlusion of blood flow through the rica. The distal portion of the rica was then dilated using a gateway balloon. Repeat angiography showed some improvement in flow through the ica but also demonstrated an area of contrast extravasation in the mid ica at the cervical neck. The extravasation was contained and appeared to represent a pseudoaneurysm. After administration of protamine to reverse the heparin, which was given at the beginning of the procedure, additional stents were placed (two more 4.5 x 28mm enterprise and two 4.5 x 22mm enterprise stents) along the course of the rica. There was significant improvement in the intracranial circulation without evidence of any vessel occlusion when compared to the previous angiograms. It was determined at this stage that the patient had received the maximal benefit from the treatment of the rica and rva. Because of the development of the likely pseudoaneurysm, the patient remained intubated overnight and was transferred to the ICU for observation. After extubation, follow-up cerebral angiography was done four days post procedure due to symptoms referable to the untreated left internal carotid artery (lica). Angiography of the rva and rica demonstrated that there was no evidence of in-stent stenosis with widely patent stent and good distal flow.

Manufacturer narrative:
The patient underwent angiography using a 5french csf catheter and selective (rcca) right common carotid artery showed significant stenosis of the right internal carotid artery. The intracranial rcca angiogram showed very minimal flow through the right internal carotid artery with a long segment of stenosis up to approximately, petrous portion of the internal carotid artery. The proximal vertebral artery showed multiple stenosis with a focal region and dissection with a flap. The right vertebral artery showed good intracranial flow through the right vertebral artery. The left subclavian artery had significant stenosis of the left vertebral artery shortly after its origin. The (lcca) left common carotid artery had stenosis near the origin of the internal carotid artery but distal to the carotid bulb. Additional angiogram of the unaffected proximal left internal carotid artery demonstrated the region of the stenosis in the lcca with a small dissection. The left internal carotid artery angiogram had excellent flow intracranially and throughout. Prior to the intervention the patient received 70units/kg of heparin until the act was >200 seconds but <300 seconds. A 6french envoy mpd catheter was advanced over a 4french gcsf catheter over a glidewire was used to selectively access the (rva) right vertebral artery. The envoy was placed in the proximal rva just proximal to the stenosis and dissection. Then a prowler select plus was advanced over a synchro 0.14" guidewire was used to cross the stenosis and dissection. A 4.5x27mm enterprise stent was deployed without any issues. Angiography showed improved flow through the vessel and improvement of the stenosis and dissection. After the prowler select plus microcatheter was advanced over a synchro guidewire distal to the (rica) right internal carotid artery at the region of the petrous internal carotid artery. An enterprise stent (4.5x37mm) was deployed with the distal markers positioned in the horizontal portion of the petrous internal carotid artery. The findings according to the report indicated that the patient had multiple stenosis/dissections involving the right vertebral artery, left vertebral artery, and right and left internal carotid arteries. There is significant improvement in flow after treatment of the long segment stenosis of the right carotid artery. However, also noted is an iatrogenic pseudoaneurysm involving the right internal carotid artery. The focal stenosis and dissection of the right vertebral artery is improved following stent placement. The product implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.